Event description:
It was reported that after a difficult implant via cephalic access, the atrial lead dislodged into ventricle.the lead was repositioned three days later and was implanted via sub-clavian access. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.